Event description:
The below report was received by health authority afssaps (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of musculoskeletal pain ("muscle and joint pain") in a (B)(6) year-old female patient who had essure inserted (lot no. 641426) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 113 days after essure insertion, she experienced musculoskeletal pain (seriousness criterion medically important), depression ("depression"), fatigue ("chronic fatigue"), deafness ("hearing loss"), tinnitus ("tinnitus"), paraesthesia ("pins and needles in the extremities"), visual impairment ("visual impairment"), vertigo ("vertigo") and fall ("falls"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue, tinnitus, paraesthesia, visual impairment, vertigo and fall had not resolved. The outcomes for depression and deafness were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, depression, fatigue, deafness, tinnitus, paraesthesia, visual impairment, vertigo or fall. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (afssaps, reference number: (B)(4)) on 25-may-2022. The most recent information was received on 13-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('muscle and joint pain') in a 40-year-old female patient who had essure (batch no. 641426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced musculoskeletal pain (seriousness criterion medically significant), depression ("depression"), fatigue ("chronic fatigue"), deafness ("hearing loss") and tinnitus ("tinnitus") and experienced paraesthesia ("pins and needles in the extremities"), visual impairment ("visual impairment"), vertigo ("vertigo") and fall ("falls"), 3 months 23 days after insertion of essure. Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue, tinnitus, paraesthesia, visual impairment, vertigo and fall had not resolved and the depression and deafness outcome was unknown. The reporter provided no causality assessment for deafness, depression, fall, fatigue, musculoskeletal pain, paraesthesia, tinnitus, vertigo and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Lot number: 641426. Manufacture date: 2009-05. Expiration date: 2012-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jun-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.